Manufacturer narrative:
Two photos were provided to our quality team for investigation. Upon examination of the returned photos, it was observed that silicone visible on the tip of the stopper. From the photos provided the amount of silicone is acceptable per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. A device history record review was completed for provided lot number 2201648. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd syringe 3 ml ll bns foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: we have a recent complaint from a customer that is seeing significant moisture inside all of syringes in their packs. I am hoping you can provide a document that addresses moisture inside of the syringes from a silicone lubricant that is used in your manufacturing process.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 3 ml ll bns foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: we have a recent complaint from a customer that is seeing significant moisture inside all of syringes in their packs. I am hoping you can provide a document that addresses moisture inside of the syringes from a silicone lubricant that is used in your manufacturing process.